Manufacturer narrative:
This is one of two related reports. This report represents the automated impella controller and another report was submitted to represent the impella cp. The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: an impella cp device was inserted via the femoral artery in a patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), with scai stage c shock, on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for ventricular support during a high-risk percutaneous coronary intervention (pci). It was reported that during the procedure, there were various purge alarms, the purge disc was not recognized, and the system was blocked. Reinstalling the purge system did not resolve the issue. The purge system and the automated impella controller (aic) were replaced which resolved the purge issue; however, the ps signal was displayed incorrectly (1/-46), and there was a suction alarm, which was not present previously. The pump's position was confirmed under fluoroscopy, along with the volume status. The physician decided to replace the pump. After replacing the pump, there were no further issues. The pump was running at 3.5 l/min. The pump was explanted post-intervention and hemostasis was achieved with a pressure bandage. The post-procedure outcome is survived at explant. The automated impella controller and the impella pump will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
The previously reported d6a (date of implant) and d6b (date of explant) were submitted in error and should be left blank. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D1. Brand name updated. H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible.

Manufacturer narrative:
Added: b1 (is product problem), d6a (date of implant) and d6b (date of explant). Corrected: h6 (medical device problem code).